Event description:
It was reported that ¿in the last few days something was not pressing right and [the patient] would like it checked.¿ it was reported that there was a loss of therapeutic effect. The patient stated she would like to meet the manufacturer representative and had seen the manufacturer representative a ¿few time¿ for reprogramming. The patient also stated that they did not have a doctor because the doctor moved. The patient also mentioned ¿a year after having the system it broke.¿ the patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report. Refer to manufacturer report # 3004209178-2011-06626. Refer to manufacturer report # 3004209178-2013-19813.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient has had "problems" with this system two times. In 2011 the patient had "more issues." The patient's had right groin, hip, knee and leg pain. The battery area right buttock was very sore when on which caused sharp pain. The patient noted years of surgery were 2004, 2006 (the patient drew an arrow to 2006 with the phrase "better battery"), 2011 entire system replaced (based on device registry the patient was first implanted with a product from the manufacturer in 2004). The patient had an appointment (B)(6) 2014 in which a myelogram CT was ordered. The patient also had another appointment with the doctor (B)(6) 2014. The patient mentioned that they were disabled and did not drive any longer. No intervention or outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Refer to report # 3004209178-2013-19813 and 3004209178-2011-06626 for allegations related to the patient's prior device.

Manufacturer narrative:
Concomitant medical products: product ID 3550-02, lot# n268662, implanted: (B)(6) 2011, product type: accessory; product ID 3 65538, lot# n293848, implanted: (B)(6) 2011, product type: accessory; product ID 355531, lot# n294340, implanted: (B)(6) 2011, product type: screening device; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377845, lot# v001578, implanted: (B)(6) 2006, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).